Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled" and "pacer disabled" messages while powered on in ac power. The device failed to power on in battery power. Complainant indicated that there was no patient involvement in the reported malfunction.